Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip would not detach from the delivery system.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for polyps performed on (B)(6) 2024. During the procedure, the technician attempted to deploy the clip, but it would not detach from the delivery system. As a result, the physician had to forcefully remove the clip from the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.